Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to polyethylene wear causing the locking tabs of the cup to fracture.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Part and lot numbers could not be provided, therefore complaint search history and device history reporting could not be performed. The reported devices are used for treatment. It could not be confirmed if the device was used in an approved and compatible combination. Operative notes for the initial and revision surgery could not be obtained. Relevant medical history and adherence to rehabilitation protocol are unknown. A definitive root cause for the reported poly wear cannot be determined with the information provided.